Event description:
Per the clinic, the patient was hospitalised (date and duration not reported) due to infection at the implant site. The patient was successfully treated with antibiotics (type, dosage and duration not reported). The symptoms are resolved, and the patient resumed use of the device

Manufacturer narrative:
(B)(4). Implanted device remains.